Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system. Data was evaluated and a loss of connection was found. However, the device operated within specification. The allegation was not confirmed. A root cause could not be determined. No injury or medical intervention was reported.